Event description:
According to the pt's family member the pt did not receive benefit from this device. Two years after this device was implanted. The pt received a second implant in the contralateral ear and discontinued use of the first device. This first, unused, device was explanted recently (date unk), the pt was reimplanted.